Event description:
It was reported that during preparation for a percutaneous coronary transluminal stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. A non bsc guide catheter was used and the lesion was predilated with a 2.5 x 10mm non bsc balloon catheter. The 2.5 x 24mm promus element stent was being prepared, but it was noted that the stent "cells had some damage." A 3.0 x 28mm promus element stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary transluminal stenting treatment procedure stent damage occurred. The 70% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. A non bsc guide catheter was used and the lesion was predilated with a 2.5 x 10mm non bsc balloon catheter. The 2.5 x 24mm promus element stent was being prepared, but it was noted that the stent "cells had some damage." A 3.0 x 28mm promus element stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned stretched and damaged. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).